Event description:
Customer reportedly received result of 77 mg/dl on the performa system and 312 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Customer reportedly received result of 77 mg/dl on the performa system and 312 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Manufacturer narrative:
The event occurred in (B)(6).